Event description:
An MRI was performed and revealed an inflammatory mass at the catheter tip. The medication used within the system was morphine. The patient had symptoms of a headache, seroma, and less than 50% therapy relief. The patient¿s pump and catheter were explanted on (B)(6) 2013. It was later reported that the previously reported medication was not correct. The medication used within the system was dilaudid 30 mg/ml at 9.002 mg/day. The patient had had a lack of therapeutic effect for ¿many years¿. The patient had an MRI on (B)(6) 2013 and a granuloma was found at t7-t8 that measured 5mm x 10mm. On (B)(6) 2013 dilaudid was removed from the pump and replaced with saline. The pump was set to minimum rate. The patient was noted to have had ¿many different medications at high doses for an extended period of time¿. Following removal, the pump was ¿destroyed and was not to be returned for analysis¿. The patient had post-operative complications due to the catheter being removed from the pump pocket site with the anchor being taken out first. The doctor attempted to remove the catheter from the posterior side, but they could not access it, so that was why the doctor took the catheter from the pump pocket side. In doing this, the patient had a cerebrospinal fluid (csf) leak and required a blood patch that was done on the same day as removal of the pump. The blood patch resolved the csf leak. The patient was not re-implanted with a new pump or catheter. The representative noted receiving a call from the clinic on (B)(6) 2013 that the patient was going back to the operating room later in the day. The patient presented at the clinic on the morning of (B)(6) 2013 with swelling and pain at the pocket site. The patient was diagnosed with a seroma at the pump pocket site.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).